Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pin driver don't hold pins anymore. Had spare ones available to replace the defective instruments with no interruption of surgical case flow.

Manufacturer narrative:
An event regarding headless pins drivers no longer holding pins was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection determined that the spring was damaged and failed to return to its normal position. A functional inspection confirmed the devices to be non-functional. Medical records received and evaluation: not performed as it was reported that there was no medical intervention or adverse consequences associated with the event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the referenced lot. Conclusions: the investigation concluded that the failure for the headless pin driver to hold pins was caused by failure of the spring to return to its normal position as it was damaged. It is likely the locking ball seal springs were forced out of the locking grooves by the insertion of the headless pin. Incorrect or partial assembly of the drivers to the headless pins will cause damage to the ball seal springs, as the square feature of the headless pins rotate against the ball seal spring.

Event description:
It was reported that the pin driver don't hold pins anymore. Had spare ones available to replace the defective instruments with no interruption of surgical case flow.